Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# v086181, implanted: (B)(6) 2008, product type: lead. Product ID 3487a-45, lot# v086181, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the company representative (rep) that the implantable neurostimulator (ins) was moving under the skin since (B)(6) 2016. The patient also thought the leads moved a couple months ago, they could feel the wires on their back under the skin. The ins was overdischarged. The last successful recharge was two months ago further stated as (B)(6) 2016, this was also the last time the patient felt stimulation. The reason for not charging was the patient had other health issues. Antenna locate feature was performed resulting with values 28-46. The rep wondered if the ins was flipped, no imaging was completed. A physician mode recharge (pmr) had already been started. It was noted the recharger was used but did not work because of the overdischarge. The rep confirmed four days later that the leads had not moved. There was the concern that the battery had flipped because the patient was unable to charge. The ins was overdischarge, therefore, was unable to be charged. The ins reset was completed, and the power on reset (por) cleared. Therapy was resumed. The indication for use included non-malignant pain and lumbar radiculopathy.

Event description:
Additional information was received from the patient that they are unable to communicate with their ins. There was a poor communication screen on their patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.